Event description:
Ehrenhalt, Grzegorz, et al. (2025). "Implanting a gold-coated cardioverter-defibrillator as a solution to cardiac implantable device hypersensitivity: a case report." European Heart Journal - Case Reports (2025) 9, ytaf571. https://doi.org/10.1093/ehjcr/ytaf571.It was reported in the above journal article that a 40-year-old male with dilated cardiomyopathy was implanted with a Boston Scientific subcutaneous implantable cardioverter defibrillator (S-ICD), model number A219, in June 2022. Seven months post-implant, signs of infection developed in the device pocket, and the patient's entire S-ICD system was explanted and antibiotic therapy was administered. It was noted wound cultures were not performed, and blood workups remain unavailable. Five months later, a non-Boston Scientific transvenous ICD was implanted. Within one and a half months, early signs of local peri-device inflammation were observed. Three months after implantation of this ICD, a necrotizing fistula was observed. Standard blood testing and microbiological cultures were performed. Blood count and inflammatory markers were within normal limits, and repeated swabs and cultures from the device pocket showed no bacterial growth. At this point, hypersensitivity to the compounds of cardiac implantable electronic devices (CIEDs) was suspected. The patient reported a history of mild cutaneous allergic reactions to various metal objects (i.e., shirt buttons). Subsequently, the patient underwent system explant. After the procedure, samples from each part of the device were prepared in a form suitable for skin patch testing, which was then carried out. Multiple device components elicited a strong allergic reaction within 24 hours. In June 2024, the patient was implanted with a non-Boston Scientific customized gold-coated ICD. One-year follow-up showed no inflammation and successful management of CIED hypersensitivity.